Event description:
It was reported that after completion of the laparoscopic cholecystectomy procedure, parts of the plastic insulation were discovered missing from the disposable scissors. A new laparoscopic cholecystectomy procedure was performed and the missing parts were found and removed.